Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms and no display ramping on its own anomaly noted. The device was also received with cracked case at display window corners, cracked battery tube threads, scratched display window, missing end cap sticker and stripped battery cap coin slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. The customer changed the battery and received a button error alarm which could not be cleared. Customer stated that the device was not bumped, dropped or exposed to moisture. Blood glucose value was 148 mg/dl. The insulin pump was replaced and returned for analysis.